Manufacturer narrative:
As of this filing, the two (2) used/damaged 5.0mm sterling oval burs have not been returned/received from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The customer reported that during use of the 5.0mm sterling oval burs in a shoulder arthroscopy and distal clavicle excision procedure on (B)(6) 2016, the distal tips of the burs broke off in the shoulder. The broken bur tips were immediately removed with no problems noted and the procedure was otherwise completed with no further complications, surgical delay or patient injury. Despite the good faith efforts to obtain additional patient/event information, the customer could not recall the age of the patient or how the breakage occurred, but did remember that the two burs were used on a very large male patient with extreme hard bone and this might be a contributing factor to the bur tips breakage. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
Two (2) used 5mm sterling oval burs were returned to conmed for evaluation on 24-jun-2016. Visual inspection of the returned burs by the r&d engineer found the inner hub tabs had broken off and that the distal tips of the burs remained intact. The reported problem of the "burs broke at the distal tips" therefore could not be verified. Further evaluation by the engineer revealed that the drive tang of the plastic inner hub had been sheared and wear on the spring retainer was observed. The worn/damage noted on the spring retainer indicated that the inner hub was misaligned during use. This typically occurs when excessive lateral load is applied to the shaver bur while in use. This lot with the UDI #(B)(4) was manufactured on 01-sep-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged bur tip breakage. Of the lot containing (B)(4) units, there was no other complaint of "distal tip breakage" received for this item and lot number combination. In addition, a 2-year review of product history for this device shows other than this complaint there have been no other similar reports received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode 0.003 percent. There have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.